Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging his verioiq meter displayed an ¿error 2¿ and an ¿error 4¿ message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient detailed that manages his diabetes by self-adjusting his insulin doses and that he took his usual dose of insulin on february 6 in the afternoon, in response to the alleged issue. The patient claimed that ¿immediately¿ after the alleged issue he developed a symptom of ¿shakiness¿, however denied receiving any treatment. During troubleshooting the cca noted that the patient was using the correct test strips and followed the correct testing procedure. There was no apparent misuse of the meter and it was not the first time the meter was used. When the patient was walked through a retest, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/13/2015). The patient¿s meter and test strips have been returned on 2/27/2015 and evaluated by lifescan product analysis on 3/3/2015 and 3/5/2015, respectively, with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.